Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot (B)(4) with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot:lot (B)(4), test base part number 190-430 / lot: (B)(4). The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot (B)(4) showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, as the logfiles were not provided.

Manufacturer narrative:
Establishment address: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay on direct tested nasopharyngeal swabs (I-swab hc+ np swab). Repeating testing was not performed. Pcr confirmation testing (genex) x2 was performed on nasopharyngeal swabs in viral transport medium on (B)(6) 2021 and generated negative results. The customer stated the patient was asymptomatic. The patient has a history of dementia. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.